Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The cause for this event is unknown.

Event description:
The customer reported discrepant results for thb. There was no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the data files. From the information provided, there is no specific evidence suggesting that the measurement cartridge, specifically the co-oximetry on this system at the time of testing were not performing as intended. The aqc results easily passed expectations (calculated mean matched target mean and standard deviation was low for all three aqc levels tested), co-ox related calibration drift and error rate lower than typical. Root-cause could not be confirmed as the measurement cartridge was not returned for internal analysis.